Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Blood glucose level was 120 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during a visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms were noted.